Event description:
Customer states that his girlfirend is 6 wks pregnant. No mention of condom failure was included in the letter received from this customer. Letter states, "I purchased a package of prime lubricated condoms with sk-70 for 2.49 plus tax. All this letter boils down to is that the dr told me and my girlfriend she's 6 wks pregnant. I think the product speaks for itself".